Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿ father reported via phone call that the insulin pump had insulin pump error alarm as well as critical pump error during basal as well as frozen display as well as buttons were unresponsive. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer¿ father also states the label with the serial number has become worn off. Customer went swimming with the insulin pump and received a critical pump error and insulin pump error alarm. Customer reports the time clock did not advance. Customer was not calling back after installing a new battery, monitoring the insulin pump for two hours and frozen display recurred. Customer reports the screen was not completely blank. Customer states alarm occurred during the time that the buttons were not responding. Customer was unable to successfully clear the alarm. Customer states insulin pump buttons did not begin to work in less than 5 minutes without battery change. Customer was unable to try insulin pump with remote. Customer was unable to clear the insulin pump errors, power loss alarm and program insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic stack and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to verify keypad unresponsive/button error alarm or frozen screen due to critical pump error/open book image.